Event description:
It was reported that during a trochanteric fixation nail procedure, the surgeon was inserting the helical blade and it would only advance about half way. The locking mechanism appeared to be already in the locked position. The surgeon removed the blade and the nail, used a new nail and blade, and completed the procedure with no adverse effect to the patient. This is report 1 of 2 for this event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional product code for this report includes hwc. A review of the device history records was performed and no complaint related issues were found. The devices were returned and a product development event evaluation was performed. Based on examination of the returned parts, the locking mechanism was in the locked (down) position when attempting to insert the helical blade and the locking tab was severely bent and broke off as a result. This complaint has been deemed valid from a manufacturing perspective. An internal corrective action has been opened to address this issue.

Manufacturer narrative:
The original awareness date was (B)(6) 2012. Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Event description:
This report is 1 of 2 for file (B)(4).